Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as 'high;' cause was unknown. Additionally, it was reported that the insulin gauge was inaccurate. Customer delivered a correction bolus via pump to address bg level. Tandem technical support performed a pump system check and confirmed pump is functioning as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Reportedly, the customer declined to perform troubleshooting with tandem technical support pertaining to insulin gauge inaccuracy issue.